Event description:
It was reported that the trek rx 3.0 x 30 mm balloon dilation catheter (bdc) balloon was inflated in the superficial femoral artery but that the balloon would not deflate and the balloon was pulled out of the patient while inflated. A non-abbott balloon catheter worked fine. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty to deflate the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. It was reported the rx trek was used in the femoral artery. It should be noted the coronary dilatation catheter trek and mini trek rx instructions for use states: the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion and balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. It is unknown how the use of the trek catheter in the femoral artery contributed to the deflation difficulties. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis. Additionally, because the device was not returned, a conclusive cause could not be determined; however, there is no indication of a product quality deficiency. To help ensure that the reported difficulties are not due to manufacturing, the products are leak tested and a sampling of units is destructively tested to verify balloon deflation times.